Event description:
Delay in therapy without an alarm. Pump was on a/c power, removed from a/c to move pt and after about 10 mins it just shut off w/o giving any low battery or any other alarm. No pt injury or adverse effects. They removed the pump from pt care.

Manufacturer narrative:
Investigation results: the reported complaint was not confirmed. Pump ran on (B)(6) 2012 from 10:44 to 11:35 infusing 50mg 250ml while on dc. The pump logs show a low battery alarm at the event on (B)(6) 2012 at 11:35 while running on dc. The pump ran an additional 9 mins before shutting off. Battery was registered at 8.5v when received. The technician charged the battery and the pump ran for 1 min until low battery occurred and then off 5 seconds later. The charger was good; failed battery. Performed test by inducing error, the pump responded with a back-up alarm and proper operational alarm was displayed to warn user an error had occurred. Ran the pump for 24 hours without alarms or interruptions. Also, inspected for loose or intermittent electrical connections, but no bad connections were found. The pump met all tests requirements and the reported event could not be duplicated.